Event description:
Report received from hcp concerning pt who had pump replaced in 2003. In 2003, pt experienced sudden severe baclofen withdrawal with clonus, headache, backpain & spasm. Pt was given oral baclofen & improved. In 7/2003 an isotope study revealed no flow in cath. Pt is scheduled for revision. A supplemental medwatch will be filed when add'l info is received.